Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission, non-sustained rv oversensing was observed due to post-paced t-wave oversensing. Patient did not receive therapy due to the oversensing. Programming changes were recommended. No further information available.